Event description:
It was reported that the device shock is not delivered. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the device shock is not delivered. It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer.